Event description:
The pt underwent pelvic surgery in 2004. Post operatively, the pt developed left hydronecrosis, hydroureter, left ureteral obstruction, left uretevoaginal fistula and adhesions. As a result, a pelvic exploration was performed. Lysia of the left ureter, left ureteroneocystostomy with psoashitch and repair of ureterovaginal fistula was done. The pts condition is now satisfactory. The surgeon feels that the ureter was damaged during the dissection of the bladder, prior to inserting the device.